Manufacturer narrative:
Removed from service.

Event description:
It was reported that a ambulance was involved in a vehicle accident. The patients thorax was injured as a result of the ambulance accident. The patient was secured to the stryker ambulance litter top at the time the accident and injury occurred. The patient was not reported to have been injured as a result of the stryker equipment.